Manufacturer narrative:
It was reported that the endurant limb 16x10x124 was implanted to extend the right iliac limb during the secondary procedure due to the progressive nature of the patient¿s disease along with the patient¿s lack of follow up post index procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported the patient presented emergently over a year later, with a ruptured aneurysm confirmed on CT and also a possible type ia endoleak. Intervention was performed, an endurant aortic cuff was implanted distal to the left renal artery and covering the right renal artery. Endoanchors were also implanted to aid the fixation of this graft to the aortic wall. The right aneurysmal hypogastric artery was selected and embolized and the right limb was extended with a 16 x 10 x 124 to the right external iliac artery. As per the physician the cause of the event was that during the index procedure, the bifurcate stent graft was placed low which led to an inadequate proximal landing zone which turned into the late type ia endoleak. No additional clinical sequelae were provided and the patient is fine.